Event description:
The device was returned without any information and without a complaint being reported prior to shipping the device.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. In addition, the blade of the device was slightly bent. The device was tested with a generator and was functional and the device activated with both max and min buttons. No further functional testing could be preformed due the condition of the device. The tissue pad of the device was in good physical condition and properly attached to the clamp arm. No conclusion can be reached on how the device was damaged. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Although the advance tissue technology not available did show up during testing, the device was used only on one generator, therefore, this message should not have been displayed. The message did show up during functional testing because a different generator was used. No conclusion can be reach on why the message was displayed.